Event description:
The recipient is reportedly experiencing skin flap breakdown and device extrusion. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Additional information: outcomes attributed to adverse events, date of event, explant date, and device available for evaluation? Correction: relevant tests/lab data. The recipient reportedly experienced a skin flap infection. The recipient was hospitalized on (B)(6) 2016 and prescribed post operative oral antibiotics for ten days. The recipient's infection has resolved.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.